Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that during the drilling for a distal locking screw, with a free-hand technique, the drill bit broke off. All the debris was removed from the patient.

Event description:
It was reported that during the drilling for a distal locking screw, with a free-hand technique, the drill bit broke off. All the debris was removed from the patient.

Manufacturer narrative:
The reported event could be confirmed, since the device was returned, and matches the alleged failure. The device inspection revealed that: the visual inspection of the received device shows the breakage of the drill, and the other part was not returned for evaluation. The microscopic image of the broken cross-section shows a clear brittle fracture which can be caused due to excessive torsional force. Furthermore, a hardness test according to rockwell on the returned item indicates the material is in accordance with the values in the material specification. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the investigation, the root cause was attributed to a user related issue. The failure was caused by the application of excessive torsional force applied by the user. If the device is returned or if any additional information is provided, the investigation will be reassessed.